Event description:
It was reported to covidien by nurse that they intubated a baby and they had a pedicap that was changing colors when they were using an ambu bag. Nurse stated, the baby did not respond and thinks it was due to not using enough pressure on the bag to generate sufficient volume. Nurse stated, they were not able to disconnect the ambu bag from the pedicap. Nurse stated, they extubated the baby on physician's order with the explanation that he did not feel he had a good placement with the tube. They re-intubated with another ett and used a mask for ventilation since the ambu bag was attached to the pedicap. Nurse was unsure if they used another pedicap, but was able to get good placement and able to ventilate the baby. The baby's hr during the incident had dropped into the 50s. The baby was stabilized and hr returned to normal values.

Manufacturer narrative:
No product returned for evaluation. The device manufacture date is unk as the lot number of the product is unk.